Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 in the arm, which is considered off-label use. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the arm, which is considered off-label usage. It should be noted that the dexcom g5 mobile (pediatric) continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen) or buttocks. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate after experiencing inaccuracy. It should be noted that the dexcom g5 mobile (pediatric) continuous glucose monitoring system user's guide state: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.